Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl mg/dl. The customer stated that was hospitalized due to rib injury and during hospital stay, customer experienced a high blood glucose event. Customer's blood glucose value was 463 mg/dl at the time of the call. Customer treated with manual injection and insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check if the device settings were correct. Unable to perform the high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported hospitalization due to a low blood glucose reading of 31 mg/dl. The insulin pump was not returned for analysis. Reference case-(B)(6) low blood glucose / hospitalization.